Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 a mesh was implanted, concurrently with a monarc subfascial hammock implant. The patient underwent mesh revision/removal on (B)(6) 2008, (B)(6) 2008, (B)(6) 2010, (B)(6) 2010 due to eroded vaginal mesh from previous cystocele repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.